Manufacturer narrative:
The system and the phaco handpiece were both examined and the reported issue with the handpiece was confirmed. The handpiece however, was not returned for investigation. Therefore, the root cause of the issue cannot be determined. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on september 18, 2014. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on november 3, 2011. Based on qa assessment, the product met specifications at the time of release. The system met specification. The handpiece was confirmed to have been non-conforming. However, the sample was not returned for evaluation. Therefore, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the vacuum was not building and phacoemulsification power was not delivered. The system was switched out to proceed with surgery. Additional information has been requested.